Manufacturer narrative:
As allowed by exemption # e2015010, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer srl (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for method, results and conclusions codes: the device has not been returned for evaluation. Reviewed dfu, these instructions are printed in bold type and outlined: if there are substantial undercuts or highly divergent teeth in the impression area, appropriate blocking out must be performed if using flexitime heavy tray or easy putty. H3 other text : no product returned.

Event description:
86 year old female patient with deep undercuts and mobile molars had a flexitime easy putty impression stuck on her mandibular teeth for an hour. The tray and material had to be cut away with a drill and scalpel.